Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage of the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced due to water ingress and thermal damage. The device's system board to interface board cable was replaced due to water ingress and thermal damage. The system board was replaced due to water ingress.